Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. While prepping the 2.50x16mm taxus express2 drug eluting stent (des), prior to entering the unspecified guide catheter, the stent came off the balloon. The device was not used and procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.